Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during a procedure the t2 implant of two fast-fix 360 were defective. T1 implant was successfully removed. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret1 setting with no suture or implants returned. There is debris on the devices. A functional evaluation was performed on the returned device and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.